Event description:
It was reported by the patient that the device is pacing too fast and about three hours after going to bed, the patient experiences high blood pressure and tingling. Follow-up with the physician's office revealed the patient had not been seen in the clinic nor called the office to discuss the concerns so no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.